Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. A visual inspection and dimensional verification were performed and revealed no issues that could have caused or contributed to the reported issue. Functional testing was performed and found no issues. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap between the uv disconnect cap and the spike port of a transfer set after connecting the two devices. This issue was noted after completion of dialysate exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.